Event description:
It was reported that the user "can't aspirate the water put in the balloon so it becomes hard to remove the catheter". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). There was no sample return for this complaint therefore actual defect could not be review. A device history record review was performed on two potential lot numbers, and no relevant findings were identified. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation, and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint is not confirmed, and the root cause is unknown. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported that the user "can't aspirate the water put in the balloon so it becomes hard to remove the catheter". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.